Manufacturer narrative:
A ge service representative performed an over the phone investigation. The x-ray controller board and battery were found to be bad. The customer will have third party repair the system. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system had error code messages displayed. No patient injury was reported.